Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is using apidra insulin. Tandem technical support (tts) informed customer that apidra insulin is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level.